Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient had "bad reactions with back and leg pain" the patient had fibromyalgia and "nerve problems." The patient reported that they had "shakes" and could not sleep and the patient had the device removed. Shortly after the device removal the patient was back to their "normal self." The patient was sweating and needed "to go on xanax and anti-anxiety drugs." The patient planned to donate their patient programmer (pp). The issue was resolved at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated.